Manufacturer narrative:
Concomitant medical products: d314trg, crtd, implanted: (B)(6) 2014.

Event description:
It was reported that upon interrogation, the threshold of left ventricular (lv) lead had previously been measured to be high at 3.0 v. In office threshold was measured to be 1.5 v. The output of the lv lead was adjusted and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.